Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a case of bilateral sensitivity to indoor and outdoor light (photophobia) observed at four months post lasik treatment. Reporter indicated topical steroid eye drop dosage was increased. Add'l info has been requested. There are two related reports for this pt. This report addresses the pt's left eye, and another MFR report will be filed for the fellow eye.